Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displayed black spots. Reportedly, the pump is still functional, however, some graphics are blocked due to the black spots. Customer's blood glucose level was not impacted. Customer stated they will continue to use the pump and has back up manual injections for continued insulin therapy.